Manufacturer narrative:
Section d1: corrected section d4, model number: corrected section d4, catalog number: corrected section d4, lot number: corrected section d4, primary UDI number: corrected no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of cardiac arrhythmia could not be conclusively established through this evaluation. The controller event log file contained events from 17nov2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Section 6, "patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 at approximately 2000 after an implantable cardioverter-defibrillator (ICD) shock. A review of the log files captured pulsatility index (pi) events on (B)(6) 2023 from 2:23:25 to 5:23:17.

Manufacturer narrative:
A4: patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.